Manufacturer narrative:
The log book analysis revealed that the ventilation unit performed a reboot due to a temporary software problem caused by a detected memory access problem. The ventilator software analyses and verified proper function of the device and, in this case the software detected a failure, initialized a reboot to restore the database and alerted the user to this condition by an audible alarm according to (B)(4). The emergency-breathing valve opened allowing for spontaneous breathing. This issue occurred four times on (B)(6) 2015 at 8:45 am, 8:11 pm and on (B)(6) at 12:03 am. The device also posted several "air trapping" ("air trapp") software messages and "airway obstructed" alarm messages. Those posted alarm messages are known to be related to a blocking in the expiratory path of the breathing hose system. The device reacted as specified to the malfunction. The memory access problem is fixed within software version 2.41. After updating the affected device to the software version 2.41, the reported problem was fixed. All evita infinity v500 devices will be updated to the new software version within the regular service interval.

Event description:
It was reported that the device stopped the ventilation and generated a visual and acoustical alarm. After approximately a minute the ventilation starts again with the settings recorded initially. Same problem occurred again 20 minutes later. No consequences to the patient have been reported.